Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. On (B)(6) 2009, elevate was implanted and on (B)(6) 2010, bio- arc was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy, vaginoplasty, anterior repair that was aborted due to traumatic cystotomy due to sui, symptomatic cystocele, stricture and incontinence, dyspareunia, pelvic pain and tenderness left arm sacrospinous ligaments. It was reported that patient underwent dissection of release of lateral arms of posterior mesh with removal of pledget material using the elevate procedure at the sacrospinous ligaments where they were tender and release of left arm of the anterior mesh on (B)(6) 2012. No additional information was provided.